Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that could contribute to the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance to the IFU, however, the issue was likely the result if insufficient device cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment inspection of endoscope ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function ¿when using the air/water button: 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - no delay in the start of pre-cleaning - air/water nozzle was flushed with water and air - no abnormalities in the accessories used for reprocessing - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes -unknown if immerse the endoscope in the detergent solution - unknown if the customer flush the air/water nozzle / channel with the detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability and air supply volume did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. Upon further inspection, it was observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was also observed that the adhesive around the objective lens and around the light guide lens were peeled. It was observed that the plastic distal end cover and the distal end had a burn due to the use of a high energy endotherapy accessory without ensuring sufficient distance from the distal end. It was also observed that the connecting tube had buckling and a wrinkle due to chemical stress or due to a handling issue. Lastly, a scratch was observed on the connecting tube due to physical stress caused by a handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope has air/ water flow issues. The reported issue occurred during preparation of use for an unknown therapeutic procedure. The facility indicated that the intended procedure was not completed, however the customer did not specify the outcome of this event. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.